Event description:
It was reported that the pump battery was depleting quickly leading to the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.